Manufacturer narrative:
(B)(4). The leak was determined to be caused by the home patient¿s tubing getting caught around the walking cane and the transfer set being pulled apart. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a minicap transfer set. The leak was found during dwell two of three. The patient stated the leak occurred between the plastic adapter and the transfer set. The patient ended therapy and contacted their nurse. It was discovered that the patient pulled their transfer set and it came apart due to it wrapping around the patient's walking cane. The patient stated they were given a new transfer set and adapter. The new adapter was titanium. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.